Manufacturer narrative:
Product eval: the customer returned one sample of pneumatic handpiece. The (B)(4) foil of the sample has been removed i.e. The package was opened when the instrument was received by the company. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to the company's acceptance criteria. One hundred percent final inspection is performed for this product. The complaint history was reviewed for the last two yrs. It showed comparable reports. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the sample was released according to the MFR's acceptance criteria. One hundred percent final inspection is conducted for this product prior to release. The sample was functionally and visually inspected with the aid of a photomicroscope and with various magnifications. The customer's complaint was not confirmed. The product meets the specification. Testing with the complaint handpiece has shown that with a complete attachment of a tip to the handpiece the tip does not eject from the handpiece. Root cause: it cannot be determined how or where the reported damage occurred. However, the complaint report is consistent with a report when the user does not follow the direction for use (dfu) of the handpiece. The dfu states that first the tip has to be twisted counterclockwise to the stop and then twisted clockwise until the dot of the tip aligns with the marking on the handpiece. If the tip is not twisted counterclockwise before twisting it clockwise, the tip might not be turned in clockwise direction. (B)(4).

Event description:
A company rep reported on behalf of a hosp, that during surgery a disposable vertical scissor detached from a pneumatic handpiece. The scissor was not in a pt's eye when the event occurred and there was no harm reported.